Manufacturer narrative:
The vigilance ii monitor was returned but the evaluation has not been completed. A supplemental report will be sent with the results of the evaluation and the device history record review.

Event description:
It was reported that the blood temperature was displayed as 11 degrees celsius. Later when the sales representative tried to confirm the issue at the hospital, the bt was displayed as 37 degrees celsius and the issue could not be reproduced. Since the message "press the start key to begin cco monitoring" was displayed, the sales representative pressed the cco start button (multiple times), however the cco could not be measured. Measurement became possible after replacing the 70cc2 cable and the vigilance ii monitor. It is unknown whether an error message was displayed or not. The vigilance ii monitor and 70cc2 cable were replaced and then ci value showed from 3.5 to 3.8. There was no patient injury reported.

Manufacturer narrative:
The vigilance ii monitor was returned but the evaluation has not been completed. A supplemental report will be sent with the results of the evaluation and the device history record review.

Event description:
It was reported that the blood temperature was displayed as 11 degrees celsius. Later when the sales representative tried to confirm the issue at the hospital, the bt was displayed as 37 degrees celsius and the issue could not be reproduced. Since the message "press the start key to begin cco monitoring" was displayed, the sales representative pressed the cco start button (multiple times), however the cco could not be measured. Measurement became possible after replacing the 70cc2 cable and the vigilance ii monitor. It is unknown whether an error message was displayed or not. The vigilance ii monitor and 70cc2 cable were replaced and then ci value showed from 3.5 to 3.8. There was no patient injury reported.

Manufacturer narrative:
The vig2 monitor was returned for evaluation. The reported issue of the blood temperature (bt) being unstable and the continuous cardiac output (cco) unable to be measured was not confirmed. The device passed all functional tests. Another incident was found. There was dirt that could not be removed on the screen, so the window display was replaced. During the evaluation, no error messages were observed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrected information: the patient weight was confirmed to be 51kg.